Event description:
It was reported that the vns patient's device was tested during an office visit on (B)(6) 2014 and system diagnostics revealed high impedance (dcdc ¿ 7). No known surgical interventions have occurred to date.

Event description:
Analysis of the returned generator and lead was completed. There were no anomalies found with the pulse generator. The generator performed according to functional specifications. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanted devices have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.